Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. With all the information, boston scientific concludes the reported clinical observation of out-of-range shock impedance is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased shock impedance of greater than 150 ohms since 2021. It was noted the lead is connected to a non-boston scientific implantable cardioverter defibrillator (ICD). The patient has received no shocks in the past, only anti-tachycardia pacing (atp). Technical services (ts) was consulted and noted that consideration of lead replacement involves a combination of what boston scientific would recommend for their devices (in this case, lead replacement would be recommended) and what the manufacturer of the patient's ICD would advise. At this time, there is no evidence intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased shock impedance of greater than 150 ohms since 2021. It was noted the lead is connected to a non-boston scientific implantable cardioverter defibrillator (ICD). The patient has received no shocks in the past, only anti-tachycardia pacing (atp). Technical services (ts) was consulted and noted that consideration of lead replacement involves a combination of what boston scientific would recommend for their devices (in this case, lead replacement would be recommended) and what the manufacturer of the patient's ICD would advise. At this time, there is no evidence intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. If pertinent information is provided in the future, a supplemental report will be submitted.